Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00231 on (B)(6)2020. Additional information (08apr2020): siemens reviewed the information and stated that the technologist observed one of the nozzles for the washing unit (wud) was dispensing liquid into the reaction cuvettes (rrv) with too much pressure, causing the fluid to overflow into other rrv cuvettes. A white build up under the wud's base metal plate was also observed. The cse corrected the issue related to the wud overflowing by replacing the failing valves. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The customer performed a shutdown wash and start up wash. Customer ensured that fresh front fluids (used isotonic saline and deionized water). Siemens suggested the cuvettes by replaced and the lamp energy cell blank completed. The instrument water bottle was possibly contaminated, and a decontamination was performed. There were multiple primes and shutdown washes to fully remove all traces of bleach. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant calcium patient results were obtained on an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium patient results.